Event description:
It was reported that the device would not start up with battery power. There was no pt involved in the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported event.